Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) won¿t boot up, stays on the maquet screen.

Event description:
It was reported during new unit installation check out, the cardiosave intra-aortic balloon pump (iabp) won¿t boot up, stays on the maquet screen. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d5, d10, e1 (name, email), g2, h6 (health clinical & impact).

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the installation of unit that unit was not booting up. To fix the issue, fse replaced new executive processor board, a video generator board. Performed a complete calibration unit failed the pim membrane test installed a new safety disk. Fse performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and cleared for clinical use.

Event description:
N/a